Event description:
Customer reported that a pt was initially sedated. The machine was set to remove 300 cc/hr of fluid from 1 a.m. To 2 a.m. When the medical staff looked at the pt, the machine had removed 704 cc/hour of fluid. They decreased the fluid removal rate to 0 cc/hour, but when they looked again at the pt, the fluid was still being removed. They stopped and disconnected the pt. Pt was stable.